Event description:
It was reported that during a robotic partial nephrectomy procedure, the procedure was changed to a nephrectomy. The device functioned as normal during firing. There were no abnormal noises heard. A reusable clip applier (unknown if med large or large) was used to clip the lumbar branches. There were clinical issues that resulted in the full nephrectomy. The conversion was unrelated to the device. The patient received 3 liters of oxygen and remained in the hospital 12 to 13 days compared to the normal stay of 2 to 3 days. The surgeon indicated the change in post operative care was a result of the device incident. The surgeon doesn't believe the clips contributed to the incident. The specimen side was stapled shut and there was bunching of staples on the patient side. After the renal artery was controlled another stapler was used to staple the renal vein.

Manufacturer narrative:
(B)(4). Information was not provided by contact. (B)(4). The analysis found that one device was returned for analysis with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with a cartridge loaded on the device. The cartridge was received unfired. Additionally, the cartridge one piece sled was partially advanced, but not into the lockout region. The device was disassembled to reset the manual override system; the instrument was tested for functionality in straight position with the returned reload however, the knife did not advance properly. Furthermore, the shaft subassembly was noted to have massive dried body fluids on the internal components which did not allow the knife to advance forward as intended during firing. Standard analysis was performed on the handle subassembly and it was noted to be in good condition. During additional testing, the returned reload was loaded into a test device. The functional test demonstrated that the staples in the cartridge reload formed properly without any difficulties. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify if any clips were used in this procedure prior to the staple firing? Yes, reusable clip applier (unknown if med large or large) was used to clip the lumbar branches. Did the device function as normal during firing? Yes. Were there any abnormal noises experienced? No. How far into the partial nephrectomy was the decision made to convert to a full nephrectomy? And what were the contributing factors? There were clinical issues that resulted in the full nephrectomy. The conversion was unrelated to the device. What is the patient¿s current status? The patient received 3 liters of oxygen and remained in the hospital 12 to 13 days compared to the normal stay of 2 to 3 days. The surgeon indicated the change in post operative care was a result of the device incident. The surgeon doesn't believe the clips contributed to the incident. The specimen side was stapled shut and there was bunching of staples on the patient side. After the renal artery was controlled another stapler was used to staple the renal vein.